Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
An arthrex employee has reported that a patient underwent a early-onset scoliosis correction. It was further reported that a arthrex fiber tape was used and broke after the initial surgery and therefore a revision was performed. No further information received.